Event description:
The customer reported to olympus, a e311(white balance error), e931(white balance failed error) and no image was displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer attempted to white balance the 180 series scopes on the cv-190 and multiple errors occurred and then no image. Tac informed the customer if there was no image, then the cv-190 is unable to perform a white balance. Tac instructed the customer to another scope and still no image. Customer confirmed that the scopes and cables worked in another room. Tac informed the customer the paddle connection of the cv-190 was defective and the cv-190 will need to be sent into evaluation repair. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a connector issue which doesn¿t recognize the scope, minor scratches on top of the cover and stains on the rear panel and the software version needs to be updated to the latest version 4.00. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image and the scope not being recognized most likely due a connector issue. The specific root cause of the connector issue could not be determined at this time. Olympus will continue to monitor field performance for this device.